Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation prior to procedure, interrogation revealed, the pacemaker exhibited backup vvi mode while it was still in the box. The pacemaker was not used. There was no patient involved

Manufacturer narrative:
The reported event of backup operation was confirmed. Final analysis found that backup occurred due to nmi error consistent with hybrid integrated circuit sensitivity to cold temperature.